Event description:
Information was received from a patient and from a consumer regarding the patient who was implanted with a neurostimulator for reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient felt stimulation in her left leg, but only a little bit in the right leg, and she needed it over the knee as she had knee damage. The patient couldn¿t walk as a result. When the patient walked too much, she had back spasms. Stimulation was also for the back and the patient felt the left side, but just a little bit on the right side. It was noted that the patient had program 1 for the back and program 2 for the legs. The patient tried adjusting; however, in order to feel stimulation on the right side the stimulation became too strong on the leg side. The patient told a healthcare professional about it two months prior to (B)(6) 2017 and requested a reprogramming session with a manufacturer representative (rep); however, the patient had not received a call back. A fall related to the issue was reported. The patient falls all the time and the last major fall was the week prior to (B)(6) 2017. The stimulation in the wrong location in the leg began in 2017, about two months prior to (B)(6) 2017. The back spasms and stimulation only on the left side of the back began in (B)(6) 2017, about a week prior to (B)(6) 2017. Additional information received from a rep reported that the rep would call the patient and set up an appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported impedances were checked and all connections were within normal range. A reprogramming was done to get more stimulation to the patient's right leg and lower back. The cause of the stimulation issues was determined to be the program the patient was using was no longer effective. No further information was reported.